Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and thyroid cancer ('thyroid cancer') in an adult female patient who had essure (batch no. 12440750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included congenital thrombophilia, protein c deficiency, dvt, fractured sacrum, salpingectomy, ectopic pregnancy, hernia repair, endometriosis, dysfunctional uterine bleeding and adenomyosis. Concurrent conditions included thyroid cancer since 2013 and obesity. Concomitant products included colecalciferol (vitamin d3), cyanocobalamin, diazepam (valium), ibuprofen (motrin), levothyroxine sodium (synthroid), oxycodone hydrochloride; paracetamol (percocet) and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives"), acne ("acne"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and nausea ("nausea") and was found to have thyroid cancer (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety, thyroid cancer, urticaria, acne, migraine, headache, allergy to metals, dyspareunia, weight increased and alopecia outcome was unknown and the dysmenorrhoea, abdominal pain and nausea had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, thyroid cancer, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure product with approximately six coils remaining visible. Patient underwent essure confirmation test. Current weight as of (B)(6) 2019: 290 lbs. Approximate weight at the time of essure placement 236 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and thyroid cancer ('thyroid cancer') in an adult female patient who had essure (batch no. 12440750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included congenital thrombophilia, protein c deficiency, dvt, fractured sacrum, salpingectomy, ectopic pregnancy, hernia repair, endometriosis, dysfunctional uterine bleeding and adenomyosis. Concomitant products included colecalciferol (vitamin d3), cyanocobalamin, diazepam (valium), ibuprofen (motrin), levothyroxine sodium (synthroid), oxycodone hydrochloride;paracetamol (percocet) and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives"), acne ("acne"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have thyroid cancer (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety, thyroid cancer, urticaria, acne, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid cancer, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure product with approximately six coils remaining visible. Patient underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and thyroid cancer ('thyroid cancer') in an adult female patient who had essure (batch no. 12440750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included congenital thrombophilia, protein c deficiency, dvt, fractured sacrum, salpingectomy, ectopic pregnancy, hernia repair, endometriosis, dysfunctional uterine bleeding and adenomyosis. Concurrent conditions included thyroid cancer since 2013 and obesity. Concomitant products included colecalciferol (vitamin d3), cyanocobalamin, diazepam (valium), ibuprofen (motrin), levothyroxine sodium (synthroid), oxycodone hydrochloride;paracetamol (percocet) and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives"), acne ("acne"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and nausea ("nausea") and was found to have thyroid cancer (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety, thyroid cancer, urticaria, acne, migraine, headache, allergy to metals, dyspareunia, weight increased and alopecia outcome was unknown and the dysmenorrhoea, abdominal pain and nausea had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, thyroid cancer, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure product with approximately six coils remaining visible. Patient underwent essure confirmation test. Current weight as of 30-dec-2019: 290 lbs. Approximate weight at the time of essure placement 236 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - in(B)(6) 2011: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-dec-2019: plaintiff fact sheet received. Event abdomen pain and nausea were added. Event outcome was updated for the events: abdomen pain, nausea, dysmenorrhea(cramping). Concomitant drug, lab data and reporter's information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and thyroid cancer ('thyroid cancer') in an adult female patient who had essure (batch no. 12440750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombophilia, protein c deficiency, dvt, fractured sacrum, salpingectomy, ectopic pregnancy, hernia repair, endometriosis, dysfunctional uterine bleeding and adenomyosis. Concomitant products included cholecalciferol (vitamin d3), cyanocobalamin, diazepam (valium), ibuprofen (motrin), levothyroxine sodium (synthroid), oxycodone hydrochloride;paracetamol (percocet) and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives"), acne ("acne"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have thyroid cancer (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety, thyroid cancer, urticaria, acne, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, weight increased and alopecia outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid cancer, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure product with approximately six coils remaining visible. Patient underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received- previously reported event "injury " updated to "pain", events- "brain fog, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, thyroid cancer, hives, acne, migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss", reporter, lot number, concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.